Event description:
Pt choice wire was advanced originally to cross lesion. Minnie was inserted over the wire to exchange for another wire. The physician could not remove the pt choice from the minnie. The physician had to remove everything. No patient impact was reported.